Event description:
PICC placed for infusion of vancomyacin on 3 different occasions. Pt felt heart fluttering & went to facility & it was noted, that the PICC had embolized to pts rt atrium. Each time, the catheter was pulled back & taped down. No problems since the third incident.